Manufacturer narrative:
Arjo was informed about an event which occurred in (B)(6) hospital in the us. Following information reported by the customer, a patient fell from a citadel plus bed due to the side rail malfunction. No injury no other medical consequences were reported. The evaluation of the involved device carried out by arjo representative revealed that the all functions of the device operated correctly, all side rails locked and unlocked properly. According to opinion of arjo representative, it seems the most probable that the side rail was not correctly locked at time of event and unexpectedly released under force exerted by the patient who used the bed. Therefore, the arjo representative instructed the facility staff how to lock the side rail correctly. The instructions for use dedicated to citadel plus bariatric bed (831.374-en rev. E) includes instructions how to raise/lower the side rail. As per IFU, the user ¿make sure the locking mechanism is securely engaged when the side rails are raised." Summarizing information collected, no technical problem was identified within the side rail mechanism. The most likely cause of the patient¿s fall may be related to improper locking of the side rail. Although no injury was reported, the complaint decided to be reportable due to the patient¿s fall.

Manufacturer narrative:
The evaluation of the involved device carried out by arjo representative revealed that the side rails were worked correctly and no malfunction was identified at time of inspection. Additional information will be provided to the follow-up report.

Event description:
Arjo was informed about the event which occurred in nyu langone hospital in the us. Following information reported by the customer, a patient fell from a citadel plus bed. No injury no other medical consequences were reported.